Manufacturer narrative:
The investigation into the access site bleeding ¿ minor and the limb ischemia - reversible issues has been completed since the original report was submitted. The device was not returned for investigation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. The root cause of the access site bleeding is a use issue, as the physician used a 23fr sheath in place of the 14fr. There is no evidence to indicate the packaging contained incorrect components. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported a 63-year-old female with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that the team mistakenly inserted the 23 french sheath and not the 14 french sheath meant for impella cp placement. The limb became ischemic due to the placement. The team placed a distal perfusion catheter for flow to the limb. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.